Event description:
Procedure type: colectomy. According to the reporter, the customer reports: risk factor: obesity and hemiplegia right colectoctomy by laparotomy. Ileo-transverse anastomosis mechanical without any issue. The following is highlighted by a fistula led by a drainage. Extended stay at hospital without any consequences for the patient.

Manufacturer narrative:
(B)(4)